Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and upon interrogation, the pulse generator exhibited noise. The device was successfully reprogrammed. The patient would continue to be monitored. No additional information was available at this time.

Event description:
New information reported stated that on (B)(6) 2017 noise reversion episodes were noted on the right ventricular lead without noise. It was stated that the programming changes were never performed. No additional information was reported.

Event description:
New information reported stated that the device was explanted and replaced on (B)(6) 2017.